Event description:
It was reported, that a pta balloon would not come back through the sheath and the doctor had to remove the sheath and balloon together. The procedure was a left av graft fistula in the arm. The device was inserted through the graft on the left arm ballooning the subclavian vein. They used a .035 guidewire 6f sheath and also tried 7f sheath. The balloon was inflated to 8 atms using an inflation device. They held the inflation for 1-2 mins. There was no injury to the pt reported.

Manufacturer narrative:
The device history records were reviewed and it was not confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.